Event description:
It was reported that the insulin pump alarmed motor error, and an error showed on the display every time the prime test was performed. The piston continued to move forward after it makes contact with the reservoir, and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The unit had missing end cap sticker, cracked near the display window corners, and missing address/serial number label.